Event description:
A tech noticed an endothermal heat inducted thrombus (ehit) extending from the ssv into the popliteal vein during the 1 week ultrasound follow-up. The patient was prescribed xarelto for 21 days, 2x a day.

Manufacturer narrative:
Device did not malfunction during the procedure. The device lot number is unknown and the device was not returned for evaluation as the device was discarded. Complaints will continue to be monitored for any trends. If more information are provided in the future, a supplemental report will be issued.